Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: an empty opened overwrap and a folder with a undispensed needle suture of product code 1111t, lot ak9262 were received for analysis. During the visual inspection of the sample, no defects were observed. The swage and attachment area were noted to be as expected. The suture was examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. Per the condition of the sample, no performance breakage suture was observed, and the tested sample met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a mastopexy with prosthesis procedure on (B)(6) 2019 and suture was used. It was reported that the threads were bursting easily. A similar product was used to continue the procedure. No adverse patient consequences reported.